Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported capsular contracture, baker grade IV with deforming. The device remains implanted.

Event description:
Patient reported right side "pain, burning, have been getting sick a lot", "hard, looks red, moved up." Patient also reported capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.